Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and a conductor fracture was suspected. Isometric testing was performed but the noise was not reproduced and the impedances remained stable. Boston scientific technical services (ts) reviewed the noise episodes and recommended further testing to rule out a potential insulation issue. The physician has elected to continue monitoring the system. This rv lead remains in service. No adverse patient effects were reported.